Event description:
Pt called lfs in 7/03 alleging the ot ultra meter powers off during use. Pt reported feeling dizzy at the time of testing. Pt was able to test on a back-up meter and obtained a result of 37 mg/dl. Pt phoned the physician who advised on what to do. The case is being reported as a malfunction because pt had symptoms prior to using the meter; therefore the meter did not cause or contribute to the injury. The issue was not resolved with troubleshooting.